Event description:
Upon receipt of the device, the user reported, the roller pump display would intermittently go blank. Control of the pump remained available using the central control monitor. The device was returned for investigation and repair. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.